Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating. Upon removal, fluid loss was identified in the tubing connecting the cylinder to the pump, and a puncture was found in the left cylinder. Therefore, the existing ipp was removed and replaced. No patient complications were reported.